Manufacturer narrative:
The axium prime coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium coil that would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient was undergoing coil embolization of an unruptured, saccular aneurysm in the m1-m2 bifurcation. Vessel tortuosity was described as normal. The devices were prepared as indicated in the IFU. It was reported that during the procedure, the axium coil was placed. Three attempts were made to detach the coil using an instant detacher, but without success. The physician then made one attempt to manually detach the coil via the hypotube, also without success. The coil was removed from the patient. Another axium was implant and procedure was completed. There were no reports of patient injury in association with this event.